Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant was placed and removed on the same day in intraoral site #20, as no torque was noted and primary stability was not achieved. Another implant was not placed after removal on that day. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that the implant was placed and removed on the same day in intraoral site #20, as no torque was noted and primary stability was not achieved. Another implant was not placed after removal on that day. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.